Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for multiple patient samples. The following data was provided (customer is questioning the higher results): (B)(6) 2026, sample ID (B)(6): results on (B)(6) with lot 84077ud00 = 17.0 ng/l and <1.3 ng/l patient historical result was <1.3 ng/l/. (B)(6) 2026, sample ID (B)(6).: result on (B)(6) with lot 84077ud00 = 321.5 ng/l. Result on (B)(6) with lot 83194ud00 = 7.1 ng/l. (B)(6) 2026, sample ID (B)(6): result on (B)(6) with lot 84077ud00 = 2.8 ng/l result on (B)(6) with lot 83194ud00 = 61.3 ng/l. (B)(6) 2026, sample ID (B)(6): result on (B)(6) with lot 84077ud00 = 5.0 ng/l result on (B)(6) with lot 83194ud00 = 15.4 ng/l. (B)(6) 2026, sample ID (B)(6): result on (B)(6) with lot 84077ud00 = 15.5 ng/l result on (B)(6) with lot 83194ud00 = 24.1 ng/l. (B)(6) 2026, sample id1(B)(6): result on (B)(6) with lot 84077ud00 = 22.6 ng/l results on (B)(6) with lot 83194ud00 = <1.3 ng/l, <1.3 ng/l, and <1.3 ng/l. The discrepant results were reported out of the laboratory for sample ID (B)(6) and sample ID (B)(6). It was noted that discharge was delayed due to the discrepant results. No further impact to patient management was reported.